Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. There was also moisture damage on the motor and vibrator tube assemblies. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump fell off of her belt clip and into her toilet and the display became blank. The patient's blood glucose at the time of incident was 182 mg/dl. Troubleshooting was initiated for the blank display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.